Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) issued an alert indicating the voltage was too low for remaining capacity. The device has been emitting beeping tones for approximately three months. Ts recommended a save to disk and device replacement as there is not a way to measure the remaining longevity. The device is scheduled to be replaced in the next couple days. No adverse patient effects have been reported.

Manufacturer narrative:
Six days later, the device was explanted and replaced. The device is currently enroute to boston scientific. Once the device is returned it will be thoroughly analyzed and this report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
Upon review of the diagnostic data in the device memory, the battery voltage is less than 2.8 volts, but has been stable for approximately a month. The device is significantly depleted beyond elective replacement indicator (eri). The fault code was declared on (B)(4) 2012, after which the voltage dropped rapidly until the end of (B)(4) 2012. Engineers have attributed this to a hardware fault which may reoccur without warning. The battery status indicators (displayed via the battery details and battery status screens on a programmer) were not accurate, as indicated by the appearance of the fault code. Engineers estimate that the remaining battery capacity (based on the actual voltage level and capacity consumed) should be sufficient to provide both bradycardia and tachycardia therapies; however, a reliable prediction for how long these features can be supported cannot be made. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior of the device based solely on review of the device memory, boston scientific recommends the device be replaced immediately and returned to our quality assurance laboratory for detailed analysis.